Manufacturer narrative:
Updated evaluation method code.

Event description:
It has been reported to philips that the tempus pro charging port pulled out, and intermittently charging. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.